Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 18-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a (B)(6) year-old female patient who had essure (batch no. 11403773-invalid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), vertigo ("vertigos"), fatigue ("fatigue"), amnesia ("memory loss") and visual impairment ("vision decreased"). The patient was treated with surgery (tube and essure resection). Essure was removed. At the time of the report, the abdominal pain, arthralgia, vertigo, fatigue, amnesia and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, fatigue, vertigo and visual impairment with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-dec-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.793 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-dec-2017: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a (B)(6) female patient who had essure (batch no. 11403773) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), vertigo ("vertigos"), fatigue ("fatigue"), amnesia ("memory loss") and visual impairment ("vision decreased"). The patient was treated with surgery (tube and essure resection). Essure was removed. At the time of the report, the abdominal pain, arthralgia, vertigo, fatigue, amnesia and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, fatigue, vertigo and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 19-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.134 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.